Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 03/15/2024, it was reported by a sales representative via (B)(4) that an ar-9597-10 angled reamer sleeve was seized up in the ar-9676 drive shaft. This occurred during a reverse total shoulder on (B)(6) 2024 when the inner shaft seized and got stuck in the 10-degree augmented reamer shaft. After the case they were able to pry them apart, but both instruments are sacrificed and won't work properly.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9597-20 angled reamer sleeve batch number: 37622233 was received for investigation. The mating part ar-9676 angled reamer driveshaft batch number: 022333 was received separately from the angled reamer sleeve. Upon visual investigation, it was noted that the ar-9597-20 had wear and tear and scratches throughout, notably by the sleeve collar and along the shaft. The most likely cause for this observed failure can be attributed to wear and tear incurred from repeated use. Functional testing was performed with the ar-9676 batch number: 022333 and it was noted that the mating part was met with friction and not able to go into the angled reamer sleeve easily. The most likely cause for the reported failure can be attributed to misuse due to interference with the mating instrument. Refer to investigation photos.